Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens. After the lens was inserted, the surgeon noticed the capsule was damaged. The lens was removed and replaced with an unknown iol. According to the surgeon, the lens did not cause the capsule damage, however the device was in contact with the patient at the time of the event, therefore it cannot be ruled out as a possible contributing factor. Additional information has been requested.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 5:20 am the patient was experiencing the symptom of "having a hard time waking up". While symptomatic, the patient obtained the blood glucose readings of 63 mg/dl, 97 mg/dl, 93 mg/dl and 62 mg/dl on the reported meter within 20 minutes of each other. The patient administered self-treatment by consuming peanut butter crackers; he did not seek any medical attention. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and there was no delay in treatment. However, as two of the readings did not correlate with the symptoms and treatment, this complaint is being reported.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow-up (9/24/2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.